Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9630 commode chair - serial number/date code unknown has an unknown age. The user manual part number 1148075 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer states that the seat has allegedly cracked down the side. No other details have been provided. No injury is alleged at this time.